Event description:
It was reported that this right ventricular (rv) lead impedance has gradually increased and exhibited out of range measurements. Technical services (ts) was consulted and recommended testing options. The patient will continue to be monitored. This rv lead remains in service. No adverse patient effects were reported.